Event description:
Information received indicated the casters swivel when the brakes are set.

Manufacturer narrative:
Several attempts have been made to resolve this issue, however no other information has been obtained.